Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while insufflating the cavity during a laparoscopic totally extraperitoneal, the balloon did not inflate and not expanding. They noticed that there was a hole in the balloon. Another device was used to complete the case. There was no patient injury.